Event description:
Boston scientific received information that the power supply had become warm to the touch and an audible high pitched sound could be heard when it was plugged in. No adverse patient effects were reported. A replacement communicator was sent.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance lab confirmed the reported allegation. The power supply displayed evidence of melting near the strain relief.